Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(6) that one (1) baxter infusor single day leaked after filling. According to the report, the infusor was filled with 5-fluorouracil and the location of the leak is thought to have been from the "housing" of the infusor. There is no patient involvement. No additional information is available.